Event description:
It was reported that upon opening the tray, it was found that one of the ri bone pins 4 mm x 152 mm qty: 2 had been damaged. The bone pin is deformed and has damaged threads. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
The ri bone pins 4 mm x 152 mm, qty: 2, part number rob10011, intended for use in treatment was not returned for evaluation thus, a visual and functional evaluation could not be performed and a relationship between the reported event and the device could not be determined. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints has concluded this was an isolated event. Although the reported problem was not confirmed a factor that may have contributed to the reported symptom may have been regular wear and tear. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.